Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shock for af with rvr. The diagnostics and stored svt episodes showed that the morphology discriminator was consistently scoring the patients rhythm as vt. Theinterval stability discriminator initially scored the rhythm as svt, but later re-detected as vt. Programming changes were recommended.